Manufacturer narrative:
Ground jumper.

Event description:
It was reported by service report that the ground jumpers were missing. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.